Manufacturer narrative:
Concomitant product: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that there was a lead migration, which was confirmed via x-rays. The patient had increased upper back pain at the lead location. It was unknown if action was required as a result of this event. The patient was alive with no injury at the time of this report. The manufacturing representative (rep) was unable to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that the patient had recently developed severe pain in her right leg. The patient was in the hospital and couldn¿t find anything wrong. A CT scan had been done and the patient had been checked for a blood clot. She was currently on morphine for the pain. It was noted that the device had been implanted to improve circulation in the patient¿s left leg due to a blood clotting disorder. The paddle lead movement was mentioned and it was noted that nothing had been done to address it since the patient was still getting some help from the device. The caller asked if the lead could have moved again, causing this pain. They had not tried turning stimulation off. Additional information received from the consumer on 2016-feb-01 reported that the (B)(6) clinic looked at the x-rays and CT scans and determined that the device had not moved and was functioning properly. The pain was not related to the device. It was thought that there was a pinched nerve in the spine that was causing the issues. Additional information received on 2016-feb-04 from the healthcare provider (hcp) via the manufacturer representative (rep) reported that the patient was hospitalized recently. Symptoms and location of the issue were unknown. It was thought that the paddle had been compressing her nerves. The nurse had reported this and was attempting to have the patient seen. No actions had been performed yet and the issue was not resolved at the time. No surgical intervention had occurred or was planned. No further follow-up was needed as it was last determined to not be related to the device.